Manufacturer narrative:
Patient information was unavailable from the site. Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the point registration display shifted to the surface registration at around 3 mm. It shifted about 2 mm. The point registration was carried out again, and similarly it shifted to the surface registration at about 3 mm. It also shifted about 2 mm. The third point registration also shifted to the surface at about 3 mm, and the right and left turned upside down (the physician pointed to the left, but it points to the right on the navigation screen). Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome.